Event description:
An (B)(6) female patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was not suitable for endovascular repair. Proximal neck was severely angulated (infrarenal neck over 60 degrees) and slightly inverted funnel shape (22 mm in diameter proximally and 24 mm distally). However, the physician chose an endovascular repair as the patient required continuous antithrombotic medications. One flex main body graft and two iliac leg grafts were placed as labeled. A completion angiography demonstrated a proximal type I endoleak. A main body extension was placed but the endoleak persisted. The physician decided to take a wait and see approach. The patient's condition after the procedure is unknown as not provided by the reporter.

Manufacturer narrative:
Patient outcome was not provided by the reporter. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Off label use due to anatomical exclusion. Patient anatomy and antithrombotic medications likely contributed to the persistent endoleak. Placement of a zenith main body extension did not resolve and the physician decided to take a wait and see approach. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.